Manufacturer narrative:
The insulin pump was received with blank display followed by an unexpected constant audio tone due to moisture damage at electronic assembly. Also, moisture damage to motor during visual inspection. The product was unable to perform operating currents, self test, rewind test and displacement test due to blank display. Pump was received with cracked case at the display window corners.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer states that the display did not return after restart. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.